Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was between 400-600mg/dl with ketone levels considered dangerous by health care provider. Customer treated bg with manual injections and a supply change. The customer was unable to provide any additional event information.